Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 20 months, a vt episode without an appropriate shock delivery by the ICD was reported. The pt was rescued externally. No permanent injury to the pt was reported. The device was explanted.